Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant recovery card, patient implanted with onxaap-23 on (B)(6) 2016. Information received from the hospital indicated the occurrence of "an emergent case with no record of a cardiologist. She passed away in the hospital on (B)(6) 2016." Immediate cause of death listed as cardiogenic shock, underlying causes acute type a dissection and severe hypertension."

Manufacturer narrative:
According to the implant registration card (irc) submitted, a patient implanted with an on-x ascending aortic prosthesis, (onxaap-23, sn (B)(4)) on (B)(6) 2016. Information received from the hospital listed on the irc indicated the occurrence of "an emergent case with no record of a cardiologist. She passed away in the hospital on (B)(6) 2016." Immediate cause of death listed as cardiogenic shock, underlying causes acute type a dissection and severe hypertension. Additional information was received via phone conversation with the nurse on 09/19/2016 in which she was unable to provide a proposed etiology for the acute type a dissection and hypertension which resulted in cardiogenic shock and ultimate death. She did state that the indication for implant procedure was aortic root dissection and a concomitant CABG was performed. The manufacturing records for the onxaap-23, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The patient was admitted for aortic root dissection and implanted on (B)(6) 2016 with an ascending aortic prosthesis (onxaap-23) with concomitant CABG. The patient died 12 days later on (B)(6) 2016 of "cardiogenic shock." Implantation of the aap model should have solved the original dissection problem. Cardiogenic shock is a consequence of inadequate oxygenation of the myocardium, that is, oxygenated blood does not reach the heart muscle tissue which subsequently dies and the heart loses the ability to pump. The potential clue to the cause of shock is the concomitant CABG surgery, which suggests that the patient's coronary arteries were somehow compromised enough to warrant the bypass procedure. We have no further information to suggest why or how extensively, the coronary arteries may have been compromised. Potential causes include the vessel used as the graft for the CABG failed, another coronary artery that was not bypassed became clogged, or that the attachment of the left and right coronary arteries to the aap did not hold. Inflammation of the heart muscle could also play a role. With the information available, there appears to be no suggestion of prosthetic valve failure. It is unlikely that "post-op acute type a dissection" led to cardiogenic shock. While aortic dissection led to the selection of the aap model, this model's graft structure is a single layer of woven cloth. There are no layers to delaminate, so the dissection must be a preoperative diagnosis, not a postoperative one.

Event description:
According to the implant recovery card, patient implanted with onxaap-23 on (B)(6) 2016. Information received from the hospital indicated the occurrence of "an emergent case with no record of a cardiologist. She passed away in the hospital on (B)(6) 2016." Immediate cause of death listed as cardiogenic shock, underlying causes acute type a dissection and severe hypertension."